Manufacturer narrative:
One device was received for evaluation. A 'motor rate error' was revealed in the event history log. Functional testing was performed and was able to duplicate the reported problem. It was determined that the dirty worm coupling and worm gear was the root cause. The worn coupling and worm gear was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a motor rate error. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.